Manufacturer narrative:
(B)(4). Date of event : exact onset date is unknown. Concomitant medical products : ng rot.hinge knee tib plt sz2; catalog#00588000200, lot#64676971; stem implant 12mmdx145mm: catalog#00598801012, lot#65152242; prc agmt block dist sz c 5mm: catalog#00599003310, lot#63949324; art surface 14mm fem sz c: catalog#00588003014, lot#64174065; palacos mv+g 2x20: catalog#66031998, lot#97665320. Report source : foreign: germany. The product will not be returned to zimmer biomet for evaluation, as the product remains implanted. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately one year post-implantation, diagnostic images have revealed unusual movement when the leg is fully extended. According to the surgeon, the knee can be pushed approximately four (4) degrees into the valgus and the femoral component wobbles in the connecting notch. At this time, the product remains implanted and no further intervention has been reported. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
H6: proposed component code: mechanical (g04) - femur. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2023-01483. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The product remains implanted. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided however were not reviewed as the provided x-rays were not same a/p view. Comparing the provided x-rays would not address the alleged malfunction as both x-rays were different view showing different angle. Additional radiographic images are not available. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.